Manufacturer narrative:
Samples from customer are still unavailable. Investigation will be conducted.

Event description:
Customer's husband had issues with insulin getting through the pen needle. He primes the needle before each use. He has experienced issues with 8-10 needles.

Manufacturer narrative:
Samples from customer are still unavailable. Investigation will be conducted.

Event description:
Customer's husband had issues with insulin getting through the pen needle. He primes the needle before each use. He has experienced issues with 8-10 needles.